Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high ketones and hydration. The customer states they are having issues with their pump. The customer states they have had to change out the battery very often and received low battery alerts. The customer's blood glucose level at the time of incident was 209mg/dl. The customer states they have recurring lost sensor alerts. Troubleshoot was conducted. The customer was advised to use recommended bran batteries and to monitor the device. The customer was advised to call back if issues persist. The customer mentioned cause of hospitalization was clostridium difficile colitis that caused their blood glucose levels to rise. The customer will be calling back at a later time to troubleshoot sensor issues.